Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in to the patient's right eye (od) on (B)(6) 2014. Lens rotation not associated to a low vault was noted, the lens was exchanged on (B)(6) 2015 and the problem was resolved.

Manufacturer narrative:
(B)(4) -(secondary surgery); (new incision); unintended movement (rotation); (explanted). Evaluation method: (other) work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn) based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).